Event description:
It was reported that at the implant procedure the physician had difficulty actively fixing the lead. The helix would not deploy smoothly, and would jump out after thirty turns. The lead was not used and a differently lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).